Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a procedure to treat a lesion in the right coronary artery with heavy calcification and heavy tortuosity with 99% pre-stenosis. A 3.5x23mm rx xience v stent delivery system (sds)was advanced to the target lesion, and the stent was deployed. However, an edge dissection was observed. Therefore, another xience stent was deployed to cover the dissection, ending the procedure. There was no clinically significant delay in the procedure. No additional information was provided.